Event description:
It was reported that during inspection for use the subject device had problem connecting endoscope to the cold light generator. The event occurred during setup. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.